Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was not able to be fully interrogated and it was reportedly in safety mode after being exposed to radiation treatment for prostate cancer. Technical services (ts) was consulted and recommended replacing the ICD and discussed programming options in safety mode. This device was explanted and a new device was successfully implanted. No additional adverse patient effects were reported.